Manufacturer narrative:
(B)(4). Correction: the date was filed incorrectly on the initial medwatch report as (B)(4) 2017, but should have been (B)(6) 2017.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that on (B)(6) 2013, the patient was admitted with unstable angina and coronary angiography was performed. A 2.25 x 28 mm xience prime stent was implanted in the proximal anterior descending artery. In (B)(6) 2014, the patient died from unknown causes. No additional information was provided.

Manufacturer narrative:
(B)(4). A product problem was not reported. Lot #: incorrect lot # was previously reported. Lot # is unknown. Manufacturing site is unknown. The device was not returned for evaluation. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. The reported patient effect of death is listed in the xience prime everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. Based on the case information, a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.